Event description:
The medwatch report received from the user facility states the following: "patient to have epidural placed by anesthesiologist prior to procedure. The epidural catheter was introduced between the third and fourth vertebrae. Resistance was met and the catheter could not be advanced. As the catheter was removed, the tip was sheared off. Approximately 1mm of the catheter tip remained in the patient. Patient had no adverse reactions reported on discharge from the hospital."